Event description:
It was reported that the patient presented with discomfort. Upon investigation, the device was observed to be in backup (bvvi) mode due to event queue overflow and a high capture threshold was also observed. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.